Event description:
The customer observed an elevated atellica im high-sensitivity troponin I (tnih) result for one patient which was discordant relative to repeat testing when using tnih lot 107. An initial atellica im tnih test for a 44-year-old male patient produced an elevated result, which was reported to the physician. The patient was subjected to standard conservative treatment following the elevated troponin result; morphine, aspirin, and nitroglycerine were administered. A second sample was drawn and tested an hour later, and a much lower result (below reference range) was obtained. Following this result, the initial sample was re-tested on another atellica im analyzer, and a similar low result was produced. The initial result was identified as erroneously elevated and the lower results were accepted as correct. There are no allegations of any patient harm in association with the discordant elevated result.

Manufacturer narrative:
A customer from the united states reported observation of an elevated atellica im high-sensitivity troponin I (tnih) result which was discordant relative to repeat testing. Quality control (qc) results were within expected ranges, and no issues were identified with any other samples. The tnih instructions for use (IFU) states the following, under interpretation of results: "results of this assay should always be interpreted in conjunction with patient's medical history, clinical presentation and other findings." Siemens is investigating.

Manufacturer narrative:
Additional information, (B)(6) 2024: sequence of patient results has been clarified/corrected (see b6). See updated results in section b6.

Manufacturer narrative:
MDR 1219913-2024-00400 was initially submitted on 04-sep-2024. Siemens has concluded the investigation. A customer from the united states reported observation of an initial elevated atellica im high-sensitivity troponin I (tnih) result for one patient which was discordant relative to repeat testing when using atellica im tnih. A lower result observed for a later sample was reproduced when the original sample was re-tested. Reagent issues were ruled out as quality control (qc) results were within expected ranges and no issues were noted for other samples. Return of the patient sample for further investigation is not warranted because discordant result was not reproducible. Review of instrument data showed no evidence of any hardware issues which would affect delivery of either sample or reagents. Based on the available information, a specific cause for the isolated discordant result cannot be determined. The customer is operational, and the reported issue is resolved by routine troubleshooting. There is no evidence of a reagent or instrument issue. Note: in section h6, codes for investigation findings and investigation conclusions have been updated.